Event description:
The customer reported that the device could not analyze the ECG data. The waveform appeared to have pacer-like spikes. There was no impact to the involved patient as another device was used to acquire a 12-lead.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.